Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to t-wave oversensing. Technical services (ts) was consulted and reviewed stored episodes. Ts discussed troubleshooting and available programming options. Further in clinic examination was recommended. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to t-wave oversensing. Technical services (ts) was consulted and reviewed stored episodes. Ts discussed troubleshooting and available programming options. Further in clinic examination was recommended. This device remains in service. No additional adverse patient effects were reported. The associated s-ICD has been received for analysis, indicating an explant procedure. This electrodes current status is unknown and if it remains in service. No information has been received for the revision procedure. No additional adverse patient effects were reported.